Event description:
Information was received indicating that during pre-test of a smiths medical cadd legacy plus pump, alarm was noted with no message. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with no physical damage noted. Event log history was performed and the alarm before the nda occurred was not recorded, so it could not be confirmed. During analysis, the reported issue was unable to be duplicated. It was noted that defective downstream occlusion (dso) sensor or upper stream occlusion (uso) sensor that detects cassette connection was the cause of the reported issue. Service replaced the downstream and upstream sensors as a preventive measure and calibrated uso sensor. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.